Manufacturer narrative:
During preventative maintenance, the functional testing of the thermogard xp ivtm system (sn (B)(6)) was unable to be performed due to an unresponsive damaged pump lid. The visual inspection revealed that the magnet on the component pump lid with magnets had detached. The pump lid did not respond during the functional testing because of the observed damage. The pump lid with magnets was replaced to address the observed problem. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
During preventative maintenance at zoll, the functional testing of the thermogard xp ivtm system sn b)(6) was unable to be performed due to an unresponsive damaged pump lid. No patient involvement.